Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable); to date the lenses remain implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient contacted the manufacturer and was inquiring about her silicone posterior chamber intraocular lenses (iol). The patient reported she had right and left eye lens implants in 2000 (right eye implant date was (B)(6) 2000), one lens was targeted for distance and the other lens was for near vision. About two years ago she started experiencing sensitivity to light, increase blinking and halos that would affect her daily activities; such that she does not read much anymore. She has to wear a hat with a visor and sometimes she does not go out because of the light sensitivity. Her last doctor¿s visit was a year ago and they stated her implanted lenses are okay. Her visual acuity is normal almost 20/20 with glasses. Unexpected post-op refraction and associated symptoms appear to have significant impact on patient's daily life. The physician advised her to take flax seed oil, lubricant and over-the-counter (otc) eye drops for her dry eye. The patient was also diagnosed with hypothyroidism. The patient was then treated with armour thyroid medication and dosage was later decreased by her physician due to patient light sensitivity and low tolerance for pain. In addition to her medical history, the patient had polycystic ovary syndrome (pco) three (3) years ago. The patient¿s visual acuity was almost 20/20 with glasses. A call was made to her physician's office. The doctor's assistant stated patient's ophthalmologist is dr. (B)(6). The patient's surgeon has since retired. It was reported that the patient was last seen way back in 2015 and during that time, the patient did not mention any issues on her vision. It was stated that due to (B)(6); no further information could be provided. No other information was provided. The serial number of the lens implanted in the left eye was not provided. The patient had bilateral lens implants, this report pertains to the right eye. A second report will be provided for the left eye.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation (the iol remains implanted). The reported complaint cannot be verified. Manufacturing records review: manufacturing records were reviewed and the device was manufactured according to specification. The complaint history search performed in april 18, 2018 revealed no additional investigations requested for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.